Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurement, measuring greater than 170 ohms. The patient was referred to another physician for device/lead revision procedure. The patient was seen in-clinic on 13sep2022, the physician had explained the situation to the patient, the patient will decide if the patient wants to continue to be monitored and perform lead integrity testing or have a system revision. It is at the patients discretion to take some time to think about how to proceed. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurement, measuring greater than 170 ohms. The patient was referred to another physician for device/lead revision procedure. The patient was seen in-clinic, the physician had explained the situation to the patient, the patient will decide if the patient wants to continue to be monitored and perform lead integrity testing or have a system revision. It is at the patients discretion to take some time to think about how to proceed. No adverse patient effects were reported. This rv lead remains in-service. Additional information was provided, it was reported that the patient came in for a follow-up, and a lead integrity test was performed. The device livered a 1.1 joule shock and the shock measurement was less than 125 ohms. A second shock was delivered at 41 joule shock and a code 1005 indicative of an open circuit was observed. The physician plans on evaluating the system, perhaps perform a revision and lead explanation. No additional adverse patient effects were reported. The rv lead remains in-service. No further information is available.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurement, measuring greater than 170 ohms. The patient was referred to another physician for device/lead revision procedure. The patient was seen in-clinic, the physician had explained the situation to the patient, the patient will decide if the patient wants to continue to be monitored and perform lead integrity testing or have a system revision. It is at the patient's discretion to take some time to think about how to proceed. No adverse patient effects were reported. This rv lead remains in-service. Additional information was provided, it was reported that the patient came in for a follow-up, and a lead integrity test was performed. The device livered a 1.1 joule shock and the shock measurement was less than 125 ohms. A second shock was delivered at 41 joule shock and a code 1005 indicative of an open circuit was observed. The physician plans on evaluating the system, perhaps perform a revision and lead explanation. No additional adverse patient effects were reported. The rv lead remains in-service. No further information is available. Additional information was provided, the physician referred the patient to a different hospital for ICD system extraction. The patient has no more indication for ICD. There were no adverse patient effects reported and the rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurement, measuring greater than 170 ohms. The patient was referred to another physician for device/lead revision procedure. The patient was seen in-clinic, the physician had explained the situation to the patient, the patient will decide if the patient wants to continue to be monitored and perform lead integrity testing or have a system revision. It is at the patient's discretion to take some time to think about how to proceed. No adverse patient effects were reported. This rv lead remains in-service. Additional information was provided, it was reported that the patient came in for a follow-up, and a lead integrity test was performed. The device livered a 1.1 joule shock and the shock measurement was less than 125 ohms. A second shock was delivered at 41 joule shock and a code 1005 indicative of an open circuit was observed. The physician plans on evaluating the system, perhaps perform a revision and lead explanation. No additional adverse patient effects were reported. The rv lead remains in-service. No further information is available. Additional information was provided, the physician referred the patient to a different hospital for ICD system extraction. The patient has no more indication for ICD. There were no adverse patient effects reported and the rv lead remains in-service. Additional information was provided, it was reported that the ICD system was explanted and replaced with a resonate system. During the explant procedure, when attempting to extract the ra lead, the lead tip got damaged and was left abandoned in the atrial auricle. The ICD and rv lead were able to be explanted successfully. The procedure was completed, and no additional adverse patient effects were reported. The device and rv lead are expected to return for analysis. The ra lead remains implanted but electronically deactivated and will not return for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurement, measuring greater than 170 ohms. The patient was referred to another physician for device/lead revision procedure. The patient was seen in-clinic on (B)(6) 2022, the physician had explained the situation to the patient, the patient will decide if the patient wants to continue to be monitored and perform lead integrity testing or have a system revision. It is at the patients discretion to take some time to think about how to proceed. No adverse patient effects were reported. This rv lead remains in-service.